Event description:
It was reported that a spectrum infusion pump had an improper shutdown by itself. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported "improper shutdown by itself" (found improper shutdown in history log). Evaluation ran a loaded set with the unit on ac and dc power with no occurrences. Unit passed all testing and was found to be within specification. No anomalies were apparent during the product evaluation.